Event description:
The surgeon went to remove the abdominal peritoneal dialysis (pd) catheter (as planned). The catheter was broken, a large amount of the catheter was left in the abdomen. Post op note: we reopened the previous port site and dissected and mobilized the catheter. The cuff was then dissected free. We then removed the intra-abdominal component, although of note, the coiled portion of the catheter was missing and it appeared the catheter had been transected, leaving the coiled portion within the abdomen. This was a very surprising finding. The patient had been using the pd catheter successfully for a period of time. Therefore, it is really unknown how this happened. The catheter has not been used for over 3 months and the patient did not have any abdominal symptoms, I felt it would be unwise to attempt a protracted operation in an effort to remove a small piece of coiled catheter in the pelvis, particularly in asymptomatic patient. We then continued the operation and removed the superficial cuff and the remainder of the catheter.